Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15556. It was reported the pt experiences ineffective and uncomfortable stimulation. The sjm representative met with the pt and diagnostic testing indicated impedances were within normal limits. X-rays were taken and no lead migration was observed. The pt was reprogrammed and was to evaluate the programs and follow-up for further assessment at a later date. However, the pt later indicated he does not wish to continue using his scs system and desires to have the system explanted.